Manufacturer narrative:
The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The grasping jaws remained open and did not open or close when the slider was operated. The arms of the grasping jaws (the linkage mechanism at the distal end) had foreign materials. After removing the foreign material, the grasping jaws opened. In addition, we checked the appearance of the insertion part, but there were no abnormalities that could lead to the event you pointed out. [Investigation result] the device history record for the reported lot indicated no anomaly with the event-related below ; ¿ operation ¿ appearance of the tip it was concluded that the grasping jaws does not open and close because foreign materials have adhered to the linkage mechanism. Also, the cause of foreign materials adhering to the link mechanism was insufficient cleaning after use. The above device handling has a warning in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by a nurse that during preparation for use, the grasping jaws remained open and did not open or close when the slider was operated despite the second use. The intended procedure was completed with another device. There was no patient injury reported. On 1/5/2022, the subject device was returned to omsc for evaluation and investigation. Omsc found that the arms of the grasping jaws (the linkage mechanism at the distal end) had foreign materials.

Manufacturer narrative:
Corrected fields: - g3: correction to g3 of the initial medwatch (MFR# 8010047 2022 01685). The aware date should be 21-dec-2021. - g2: complaint originated in japan. Foreign and other boxes selected. Updated field: - codes 4109 (historical data analysis) and 4110 (trend analysis) were added. - h6: medical device problem code: codes 1670 (use of device problem) and 2983 (mechanical jam). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation also concluded that to prevent the reported product problem, the user should adhere to the following from the instructions for use (IFU). ¿reprocess the instrument immediately after use, first by immersing it in a neutral, low-foaming, medical grade detergent solution, then following the cleaning and sterilization procedures given in this chapter. Failure to reprocess the instrument immediately after use, or using other than a medical-grade detergent may cause corrosion at the metal parts like the grasping jaws. This could impair the operation of the instrument or cause a part of it to break and/or fall off inside the patient.¿. Olympus will continue to monitor for similar events.